Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was the diarrhea. Beginning (B)(6) 2011, the patient received remedial treatment with injection tazobact 4.5 gm once daily ip, injection supacef 250 mg once daily ip, and injection amikacin 250 mg once daily ip. As of the time of this report, the event of peritonitis was resolving. The outcome for the diarrhea was not reported. The patient remained hospitalized. Pd therapy was ongoing. The nurse believed the event of peritonitis was unrelated to pd therapy and did not provide an opinion of causality for the diarrhea.